Event description:
After submission of the initial MDR, product was received on 7/28/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-191619 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "receiver reinitialization" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that a receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. Performance data was not reviewed due to receiver perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.